Event description:
It was reported by service report that the corner covers and bumper rollers were broken presenting sharp edges. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: bumper rollers.